Event description:
Five minutes into the procedure, the donor received a hematoma. The operator found clotted blood when preparing for re-venipuncture. The operator then ended the procedure. Pt info is not available at this time. The disposable is not available to be returned for eval. This report is being filed due to insufficient info provided at this time to determine if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.